Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer's husband stated they received questionable inr results from coaguchek xs meter serial number (B)(4). At 10:00 am the result was 5.9 inr. At 10:02 am the result was 3.9 inr. The customer did not believe both results measured on the meter. There was no allegation of an adverse event. The customer was feeling "fine". The customer did not receive treatment the based on the meter results. The customer's husband stated that they waited approximately one minute after the fingerstick before dosing the test strip. The customer uses the meter because of stents in her heart and aortic heart valve replacement. The customer was not anemic, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no illness, no bleeding or bruising, and no new medications. The customer had no changes in warfarin dose prior to the measurements. The customer was advised to limit her intake of vitamin k and feels that is the reason her inr results were high. The customer's physician directed her to not consume foods with vitamin k. The customer's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 266836) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.